Event description:
It was reported that while removing the xpert 4 x 30 x 13 biliary stent from the package, the stent partially deployed 5 mm. It was not used on the patient. There was no clinically significant delay and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, and/or loosening of the tuohy borst valve. In this case, it may be possible that inadvertent mishandling prior to use contributed to the reported premature deployment; however, this could not be confirmed. Although a conclusive cause for the premature deployment could not be determined. Review of the lot history record revealed that there are no associated nonconforming material records, indicating all lot release testing met specification. Additionally, there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process.